Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The outer insulation was abraded in two places and the rv coil was exposed. The abrasions were due to friction with another implanted device. No complaint was received with return of the device. Failure (event) observed during analysis.